Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he had been receiving no delivery alarms. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with manual injections. The customer performed troubleshooting and did not find any issues on the insulin pump. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The representative explained to the customer that the alarm was caused by infusion set or reservoir occlusion. The insulin pump will not be returned for analysis.